Event description:
Reportedly, there is atrial oversensing on the atrial egm. Lead explanted and replaced by the atrial lead of the complaint (B)(4).

Manufacturer narrative:
The review of provided data confirmed highlighted the record of atrial noise and atrial lead dislodgment. The subject lead was implanted on (B)(6) 2024 and connected to the device gali 4lv sonr crt-d s/n (B)(6). The subject lead was explanted on (B)(6) 2024 and discarded. The investigation of the provided data from (B)(6) 2024 showed normal atrial electrical measurements. Atrial oversensing was detected during mode switch episode on (B)(6) 2024. The atrial oversensing is here most probably the detection of the ventricular contraction. The atrial trends showed that the atrial detection decreased around (B)(6) 2024 and at the same time the atrial pacing threshold increased. The x-ray from (B)(6) 2024 showed that the atrial lead was dislodged. The atrial oversensing and the atrial lead dislodgement are most probably due to the reported twiddler syndrome. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is atrial oversensing on the atrial egm. Lead explanted and replaced by the atrial lead of the complaint (B)(4).